Event description:
It was reported that the pump exhibited an alarm that there was a power loss. Troubleshooting was performed but the alarm persisted. Label reads 2.2 ml/hour over 46 hours. Settings: rate was 2.2 ml/hour, given was 10.95 ml, reservoir volume was 89.1 ml. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Customer reported pump began to alarm that there was a power loss. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.